Manufacturer narrative:
The programmer has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation against the programmer was confirmed. The programmer was disassembled and found capacitor shorted. Also, the programmer displayed error on boot. Damaged parts were replaced. The programmer passed all incoming tests and is operating normally.

Event description:
It was reported that during upgrade this programmer would not power up. Additionally, the field representative heard a pop and an electrical smell was also noted. This programmer was out of service. No patient involvement was reported.